Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, and the reciprocating arm and screws were worn. The motor, reciprocating arm, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in poland.

Event description:
It was reported that during preventive maintenance the device was found in need of repair as it had a worn reciprocation arm, corroded motor, and worn screw 4 pieces. There was no patient involvement. During product evaluation it was found that the motor speed was unstable. Due diligence is complete and there is no additional information available.